Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the blade advanced during the first stapling, but did not return. The battery was detached and reattached several times, and the reverse button was pressed, but to no avail. It was necessary to perform a manual override. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/04/2025 b3: only event year known: 2025 d4: batch # 369d70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. An additional evaluation of the device reveal that it was not possible to easily activate the reverse button during functional test. In order to verify the condition of the internal components the device was disassemble and it was noted that the reverse button did not work properly due to the interaction with the driver bar as it felt stiff when activated. However if enough force is applied the reverse button function as intended. No conclusion could be reached as to what may have caused this condition. The event described of would not reverse knife automatic could not be confirmed as once the device completed the firing sequence the knife returned home as intended. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a9719v, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 369d70, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.